Event description:
The account alleged that the brakes will only engage from the head of the stretcher. Brakes at the foot end of the stretcher are not holding. No patient impact.

Manufacturer narrative:
There is no information available at this time on the repair of the stretcher.